Event description:
Allegedly the patient is experiencing mom complications (left). Additional information received from litigation on 01/108/2019. Allegedly the patient was revised due to mom complications. Added the explant date. (Left).